Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s ins dropped some. The caller stated it seemed like the ins was getting lower. The caller stated that the hcp office was made aware of the issue.